Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to pocket infection. No additional adverse patient effects were reported. The pacemaker was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d6b: explant date; h6: patient codes and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to pocket infection. No additional adverse patient effects were reported. The pacemaker was explanted. Additional information indicated that the patient had exhibited sepsis. The patient received long-term antibiotic treatment. No additional adverse patient effects were reported.